Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference related manufacturer report numbers: 2015691202316454, 2015691202316453. No further action is required.

Event description:
Per report from an edwards lifesciences field clinical specialist, valve embolization into the left atrium occurred. This was an emergent, off-label transseptal valve-in-mitral annular calcification transcatheter valve replacement with an annular reduction via transcatheter edge-to-edge repair (teer) in the commissure. The first 29mm sapien 3 ultra resilia valve was deployed with 36ml (+4ml). It was felt that the valve was deployed too atrial. Moderate paravalvular leak (pvl) was observed. A second 29mm sapien 3 ultra resilia was implanted with 36ml (+4ml) to correct the pvl. This was done successfully with a reduction of the pvl to mild. The procedure was completed without complications and the patient went to the ICU intubated. Two hours later, the patient became hypotensive and needed a balloon pump. It was learned that the two valves had embolized into the left atrium. A third 29mm sapien 3 ultra resilia was emergently deployed via transseptal approach with 37ml (+5ml). During deployment, the valve was deployed more atrial than desired. It was felt that the shoulders of the delivery system balloon interacted with subvalvular structures/ papillary muscle heads which drove the delivery system into the atrium. There was significant paravalvular leak. It was attempted to drive the valve into the ventricle using the delivery balloon, but this was unsuccessful. Following the deployment, ventricular fibrillation arrest occurred, and defibrillation was required. The valve was not well-seated and was migrating toward the ventricle. It was decided to secure the first two embolized sapien 3 valves to the septum with an atrial septal defect (asd) closure device to prevent them from moving in the atrium. The tmvr procedure was aborted. The patient was in metabolic acidosis, requiring a balloon pump. The patient was not a surgical candidate for any other bailout procedures. After discussion with the family, the patient was placed on comfort care. The patient subsequently passed away on post operative day 1.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural and patient factors (valve malposition of the first valve in a mitral annulus with minimal annular calcification) caused or contributed to the second valve embolization. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.